Event description:
Heard loud high pitch squeal, went into room, patient ventilator screen was black. Taken out of service. Bio med findings - check vent operation, screen went blank while on patient. Verified reported issue. Both screens are inoperable, no way to access fault log or device history at this time. Unit was end of life in 2018. Not to be repaired per rg, to be retired.